Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during basal delivery. Customer's blood glucose level was 200 mg/dl. Customer successfully reloaded the cartridge and resumed insulin delivery.